Event description:
It was reported that during use in the operating room, it was determined onsite that urine flow was difficult at the outlet of the drain bag, and use was discontinued.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. Based on the sample evaluation, observed that the nipple base stick to the drainage bag. Introduced water with methylene blue into drainage bag and observed that the water flow out was restricted. The reported event is confirmed as supplier related issue. Therefore, further investigation has been documented under scar-(B)(4). The potential root cause for this failure could be defect generated at supplier's site. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: d,f,g,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use of the foley catheter in the operating room, it was determined on-site that urine flow was difficult at the outlet, and use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.